Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 10 months due to stenosis and regurgitation. The patient presented with heart failure and sob. The explanted valve was replaced with a 23mm 11060a valve. The patient expired on pod #5. Per information received the cause of death suspected septic shock with vasoplegia post operatively due to pneumonia.

Event description:
It was learned from implant patient registry and medical records that a patient with a 21mm 3300tfx aortic valve underwent a valve in valve procedure after an implant duration of approximately four (4) years and five (5) months due to aortic regurgitation. The valve was replaced during the valve-in valve procedure with a non-edwards valve. *product evaluation of the 21mm 3300tfx aortic valve -- this valve was explanted two (2) years and five (5) months post this tavr event.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h3, h6 corrected: d9 the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. H3: evaluation summary: customer report of regurgitation was unable to be confirmed due to condition of the valve as received. Leaflet 1 had a cut out section approximately 10mm x 17mm; leaflet 2 had a cut out section of approximately 10mm x 14mm and leaflet 3 had a 9mm long cut along the cusp. Cut out leaflet fragments were not returned. Leaflet 3 had a 4mm tear near commissure 3 and a 12mm tear near commissure 1; leaflet was thickened and swollen at the tears. X-ray demonstrated commissure 1 bent outward, commissure 3 bent inward, and minimal calcification nodules on the remainder of leaflet 3. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Thrombotic-like material was observed on both the inflow and outflow aspects on the remainder of all three leaflets. As received, serrated mechanical damage marks were observed on the remainder of leaflets 1 and 3 and did not penetrate leaflets. Wireform was exposed around commissures 1 and 3 and a suture thread remained attached to the sewing ring around leaflet 2.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including chronic kidney disease (ckd) and coronary artery disease (cad).

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry and medical records that a patient with a 21mm 3300tfx aortic valve underwent a valve in valve procedure after an implant duration of approximately four (4) years and five (5) months due to aortic regurgitation. The explanted valve was replaced with a non-edwards valve.